Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on an unknown date. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted in (B)(6) 2020. Additional information received indicated the reason for the revision was due to recurring stress incontinence that began (B)(6) 2019. Following the revision surgery the patient was continent.